Manufacturer narrative:
Section b5: addendum for additional information received: per the patient profile form (ppf), the patient became aware of the alleged failures on the same month as the filter placement. The patient reports blood clots, clotting and/or occlusion of the inferior vena cava (ivc) and feeling pieces of the filter inside the body. There is no report of fracture of the struts or removal attempts. The patient also reports to not being able to sufficiently breathe or be mobile, cannot ambulate or walk, shortness of breath, leg pain and vertigo. Per the medical records, the patient was admitted with acute on chronic respiratory failure, bilateral and saddle pes, right lower extremity deep vein thrombosis (dvt), severe pulmonary hypertension, ascending thoracic aortic aneurysm, and paroxysmal atrial fibrillation. Medical history includes hypertension, anxiety, essential tremors and post-traumatic stress disorder (ptsd) with inpatient treatment, remote history of cocaine and alcohol. The patient is noted to have been getting anticoagulation for the pe as well as the dvt. During this hospitalization, anti-coagulation was started and the ivc filter was implanted. He experienced a nose bleed during the hospitalization that was successfully treated with packing. The plan of care included anti-coagulation for life. Per the implant record, a venogram was done to identify the renal veins, and the trapease filter was deployed below the level of the renal veins. There were no reported complications. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
After further review of additional information received the following PMA/510k, if follow-up, what type have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the patient experienced a post filter implant pulmonary embolism (pe). According to the information received the patient became aware of the alleged failures on the same month as the filter placement. The patient reports blood clots, clotting and/or occlusion of the inferior vena cava (ivc) and feeling pieces of the filter inside the body. There is no report of fracture of the struts or removal attempts. The patient also reports to not being able to sufficiently breathe or be mobile, cannot ambulate or walk, shortness of breath, leg pain and vertigo. According to the medical records, three days prior to the filter placement, the patient was admitted with acute on chronic respiratory failure, bilateral and saddle pes, right lower extremity deep vein thrombosis (dvt), severe pulmonary hypertension, ascending thoracic aortic aneurysm, and paroxysmal atrial fibrillation. The medical history includes hypertension, anxiety, essential tremors and post-traumatic stress disorder (ptsd) with inpatient treatment, remote history of cocaine and alcohol use. The patient is noted to have been getting anticoagulation for the pe as well as the dvt. During this hospitalization, anti-coagulation was started and the ivc filter was implanted. The patient experienced a nose bleed during the hospitalization that was successfully treated with packing. The plan of care included anti-coagulation for life. Per the implant record, a venogram was done to identify the renal veins, and the trapease filter was deployed below the level of the renal veins. There were no reported complications. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Shortness of breath, difficulty walking, leg pain and vertigo do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The exact implant date is not known but the filter was implanted on or about (B)(6) 2015. As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, massive post- implant pe. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The trapease inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, massive post- implant pe. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.